Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to test the opening pressure of the valves, they are measured using a computer-controlled miethke testing device that simulates the flow of the cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the m. Blue does not operates within the accepted tolerances in the vertical position, while the progav 2.0 operates within the specified tolerances in the horizontal position. An slower outflow of m. Blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in m. Blue. Results: based on our investigation results, we can determine a slowed outflow at m. Blue. The deposits visible in the valve have led to the change in flow rate. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, we cannot determine any functional deviations or other abnormalities in the progav 2.0. The valve met its specification. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#fx804t) was implanted. Unfortunately, it is not clear from the questionnaire what the problem with the product is, or why a revision was made. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result procedure. The complained device was returned to the manufacturer for evaluation.